Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing in stored episodes and health professional felt it was from an electromagnetic interference (emi) source. The device remains in use. No patient complications have been reported as a result of this event.